Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal intra-abdominal haemorrhage ("she began hemorrhaging") and device dislocation ("they migrated") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criteria death, medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent hysterectomy) and surgery (she underwent hysterectomy). By the time of death, the device dislocation outcome was unknown. The patient died on (B)(6) 2015 and the reported cause of death was intra-abdominal bleeding. The reporter considered device dislocation and intra-abdominal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation and intra abdominal bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.